Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented for normal follow-up, and it was noted that the sutures at the wound had pulled apart and the pulse generator was visible. Subsequently, surgical intervention was performed and the entire device system, including another company's left ventricular (lv) lead, was explanted and sent to pathology at the hospital for cultures. The patient was given intravenous antibiotics. The patient was in normal sinus rhythm and was asymptomatic. A decision to reimplant had not yet been made. The system has been returned to boston scientific.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.